Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. The device was "force primed" and flow was confirmed, however after connecting to the patient it stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured january 7, 2015 to january 8, 2015. The device was returned containing fluid in its reservoir. Visual inspection did not real any blockage or physical abnormality. A functional flow test was performed and flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.